Manufacturer narrative:
H3: the pipeline flex was returned within the outer carton; inside of a sealed bio-hazard bag and a shipping box. When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. No damages were found with the tip coil, distal marker, re-sheathing marker, proximal bumper or with the catheter. No other anomalies were observed. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open. The event cause could not be determined as the distal and proximal ends of the pipeline flex braid were fully opened and moderately frayed . The damage to the braid on the ends of the pipeline flex is likely the results of the physician re-sheathing the device more than recommended two times. There was no non-conformance to specification identified that led to the failure to open issue. It is likely that the patient vessel tortuosity may have contributed to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex embolization device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (pfed) did not open during a procedure. The patient was undergoing embolization treatment of flow diversion for a medium ruptured amorphous ophthalmic artery aneurysm, measuring 15mmx5mm, landing zone distal 3.4mm proximal 3.8mm. The vessel was observed moderately tortuous. It was reported that this was the case of previously clipped recanalized aneurysm using standard intervention techniques. The physician placed non-medtronic catheter in m1 segment of middle cerebral artery (mca). Reported pfed was loaded into catheter. Distal segment of pfed opened in straight segment of m1, then entire system dragged back till internal carotid artery (ica) bifurcation. Pfed deployment started using standard technique at the cavernous segment physician observed that pfed is not opening. The physician then tried pull push technique, it didn't open. Then he wagged the tail still not opened. Then physician advanced medtronic distal access support catheter till the neck of aneurysm so that he can get help of support catheter in proper opening but not succeeded. Looking at patient safety on priority physician decided to take out this pfed and used another pipeline, which deployed well and patient doing well. There were not any patient symptoms or complications associated with this event. Yes, dapt (dual antiplatelet treatment) was administered. The pipeline was placed in a bend and positioned in middle. More than 50% of the pipeline had been deployed when it failed to open. More than 2 times the pipeline was resheathed. There were no reports of patient injury in association with this event. The post procedure the angiographic result shows slow flow to aneurysm.